Event description:
The facility rep reported a device with a condition of "channel a does not work." This condition occurred during bio-med testing. There was no pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of "channel a does not work" was confirmed during product eval. Inspection of this pump revealed the condition was caused by an inoperative pump head module (phm) keypad. To correct this condition, the phm was replaced on channel a. The pump was retested and returned to the customer within spec. This issue is currently being investigated.